Event description:
It reported that during a da vinci-assisted right upper lobectomy procedure, the firing sequence of a sureform 45 curved-tip stapler instrument with a white sureform 45 reload, stopped midway across the superior pulmonary vein. An error message was observed stating, "tissue too thick to continue". Due to the high risk of hemorrhage, the procedure was converted to an open thoracotomy to safely remove the stapler instrument. The atrial orifice was secured, and upon removal of the stapler instrument, the vein was found to be partially transected and sealed. Details regarding the resolution of the issue or the patient's current condition remain unknown. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the failure analysis evaluation has not been completed. A review of the stapler log shows that the sureform 45 curved-tip stapler instrument was installed on the system 2 times and fired 2 white reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The following unclamp event was shown as successfully completed. Approximately 2 minutes later, the grip release tool was detected on the instrument. The e-stop was not detected, so the error code was shown in the logs. As a result of the grip release, the stapler instrument was force expired by the system, represented by another error code. There were no additional errors pertaining to the use of the stapler instrument in the logs.

Manufacturer narrative:
Updated sections: h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the white sureform 45 reload for failure analysis. The stapler reload was found to have deformed staples lodged in the knife groove, with the blade rotated inside the cartridge track. The knife did not show any damage. The rotated blade is an expected result of a ¿tissue too thick to continue¿ firing failure. Additionally, the lodged staples in the knife groove caused the knife to rotate within the cartridge and became stuck in the inner side of the cartridge. Due to a lodged staple and knife rotation, the stapler reload was also found to have cartridge damage along the inner knife track. Additional information: isi received the sureform 45 stapler instrument for fa. The stapler instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a green sureform 45 reload installed. The instrument was placed and driven on an in-house system, and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without any issues in both attempts. Additionally, review of the logs revealed that the emergency stop release was pressed which was a result of the white stapler reload issue.